Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, deformation device and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is creases are observed but have no relationship with manufacturing. Deformation is observed but have no relationship with manufacturing. No issues found related with the manufacturing process.

Event description:
Physician reported deformation, folds and capsular contracture, baker grade iii, diagnosed by clinical signs and MRI. Left side. Device explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deformation, folder, and capsular contracture, baker grade iii.

Event description:
Physician reported deformation, folds and capsular contracture, baker grade iii, diagnosed by clinical signs and MRI. Left side. Device explanted.